Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Page5-6: office notes (B)(6) 2022 indicate the patient is experiencing pain and difficulty ambulating relating to this right hip. An x-ray of the right hip reveals evidence of a fracture of the femoral stem of the right-sided hip prosthesis. The revision will be performed. Page7-9: procedure date (B)(6) 2021. Left hip total arthroplasty due to osteoarthritis of the left hip. The procedure was completed without noted complications by the surgeon. Page 10-12: procedure date (B)(6) 2010. Revision of right total hip due to pain, failed right total hip replacement with loosening of the femoral stem and metallosis. Scarring, sclerotic bone and synovitis were all encountered and debrided. The femoral stem was noted to be loose. All implants were revised. Depuy size 10, corail stem, with a standard 1.5, 36 mm biolox ceramic head and neck segment. Cup was revised with a line to a 56 x 36 uitrex polyethylene liner neutral. The procedure was completed without noted complications by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. The evidence provided was reviewed and it does not shows any evidence that represents the reported product complaint. The investigation could not draw any conclusions about the reported event without the device to examine. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address pain. The patient had a loose stem, as well as pus-like capsular fluid, which was not infection but possibly a reaction to metal. Doi (B)(6) 2009 - dor (B)(6) 2010 (right hip). Update 12/21/2011 litigation papers received. There is no new additional information that would affect the investigation. Update: 10/11/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 24 jul 2018: (B)(4).has been re-opened under (B)(4). Due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup, metal wear, metallosis , infection and elevated metal ions. Added lawyer, facility name, patient harms, expiration date of head, liner and stem. Added cup on ip due to the alleged loosening of cup. Doi: (B)(6) 2009 dor: (B)(6) 2010 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Patient was revised to address pain. The patient had a loose stem, as well as pus-like capsular fluid, which was not infection but possibly a reaction to metal. Update ad 24 jul 2018 - receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup, metal wear, metallosis, infection and elevated metal ions.